Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in shock impedance measurements, however measurements remained within an acceptable range. Approximately seven years later the patient underwent a routine device change out procedure. This chronic lead exhibited high out of range shock impedance measurements when connected to the new device. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.